Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was received for evaluation. Visual inspection found the device to be in used condition. There was no evidence in the event history log. Functional testing was able to duplicate the reported issue. It was determined that the most probable cause is the air detector. The air detector was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was air in line after priming, they tried it with multiple cassettes. There was unknown patient involvement.